Event description:
The customer reported there was no image on the subject device due to poor contact with the scope. This occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device. The procedure time was extended; however, there was no patient impact. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported issue. The issue was found to be caused by poor contact with the scope due to a failure of the video connector receiving lock and corrosion of the contacts. In addition, service found the clock had reset due to depletion of the battery. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure of the video connector receiving lock and the corrosion of the contacts could not be determined. Olympus will continue to monitor field performance for this device.